Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient got a peri prosthetic fracture of her right proximal femur from stumbling while walking. She was brought back to or for an orif and revision of her right femur. The fracture was reduced and cabled with 2 dall miles cables. The accolade ii stem and 32 -4 biolox head were removed. The surgeon then implanted a restoration modular hip stem along with a 32mm biolox head. Surgeon confirmed on final x-rays that everything looked satisfactory and he then proceeded to close patient.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2016-03221. Investigation results were already submitted under this manufacturer report number.

Event description:
Patient got a peri prosthetic fracture of her right proximal femur from stumbling while walking. She was brought back to or for an orif and revision of her right femur. The fracture was reduced and cabled with 2 dall miles cables. The accolade ii stem and 32 -4 biolox head were removed. The surgeon than implanted a restoration modular hip stem along with a 32mm biolox head. Surgeon confirmed on final x-rays that everything looked satisfactory and he then proceeded to close patient. This event is a duplicate of pi # (B)(4)and has been reported under MFR report for report # 0002249697-2016-03221.